Event description:
Abbott hospital products div. Abbott laboratories d-389, bldg ap30, 200 abbott park rd, abbott park, il 60064-3537. Request 1: any evaluation or other info used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response 1: other than the report submitted to us by the agency with their letter of 2/21/96, we have no further info about this event. As the rptr is listed as anonymous, we cannot obtain add'l info or request a sample for analysis. We are unable to confirm the complaint condition, "multiple failures of MFR's IV extension sets." We are unable to determine whether or not the event is attributable to our device.